Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) procedure. Reportedly, a prostyle suture was successfully placed. A second prostyle was deployed with no suture seen with plunger removal. The footplate lever was closed yet the device could not be removed. The footplate had not retracted. A vascular surgeon was called and was able to manipulate the device and remove it. The procedure was aborted, and the preplaced suture¿s knot was tightened down; however, pulsatile bleed continued. A covered stent was used via contralateral access to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.